Event description:
The customer reported one patient sample failed to flag for variant lymphs involving unicel dxh 800 coulter cellular analysis system. The customer stated the sample printout indicated approximately 15 percent of the lymphs appeared variant but atypical lymphs were not indicated on the manual slide results. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
There is no indication service was dispatched for this incident. The customer stated both slides were made from the same sample specimen drawn on (B)(6) 2012. The customer did not know the reason the two manual counts were different. The fse confirmed the customer made slides by hand. The customer originally reported a flow cell clog error which was not related to the clenz fluid leak discovered at the flow cell. The operator did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect. The operator noted clenz solution was contained within the unit. The customer had on personal protective equipment (ppe): gloves and eye protection. There were no issues with the unit relating to the differential issue. This medwatch report is related to MDR 1061932-2012-01322.

Manufacturer narrative:
On (B)(6) 2012, it was determined the incident is not reportable to the agency as there was no instrument malfunction; the results were accompanied by instrument generated flags. The initial report was inadvertently submitted to the agency on (B)(6) 2012.